Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the device heats up the heating-tube as that it reaches 45-50 degree. This event occurred while a surgery. The operation was finished without any consequences.